Event description:
It was reported that following a coronary artery stenting procedure the patient experienced silent ischemia and required coronary artery bypass grafting (CABG). The lesion being treated was a 2.50mm, 100% stenosed, 30.0mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilatation using a 2.25x15mm balloon at (8atms) at pre-dilatation, an unspecified dissection occurred. The physician then deployed two taxus express2 study stents (2.5x24mm at 10atm and 2.5x20mm at 9atm) in the target lesion. Post-stenting was performed with pre-dilatation balloon at 18atms. Ivus was performed and confirmed the stents were implanted properly. Residual stenosis in the lesion became 0%. There was no gap between two stents. The patient was discharged 4 days later on panaldine and bayaspirin. At 249 days after the index procedure, silent ischemia was confirmed. There was in-stent restenosis of the taxus stents. Asymptomatic myocardial ischemia was also confirmed. Forty six days later, CABG as performed. The patient was discharged 22 days later.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.